Event description:
According to the reporter: the device did not staple when it was fired. No staples were found in the patient cavity. No bleeding was reported but the surgery time was extended by more by 30 minutes. The issue was resolved with no further complications.